Event description:
It was reported that the device was used during a coronary artery bypass graft. It was reported by the rep that no info was given other than the dh105 harmonic scalpel blade had melted insulation at the bottom of it. It is not known how it happened. They replaced the blade and all was fine. There was no consequence to the pt.